Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver will boot and charge. The receiver download found "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed within the investigation window. Performed global receiver test: passed. The complaint was confirmed for receiver initializing screen without manual restart because the evidence was observed within the investigation window. The reported event of initializing screen without manual restart was confirmed. The root cause could not be determined.